Event description:
The stopcock broke at 499 psi. Injection parameters were: volume-7ml, rate-4ml/sec, pressure limit - 500 psi. There was no harm or injury reported.

Manufacturer narrative:
Device evaluation: the device evaluation has not been completed. A review of the device history record did not reveal any exception documents. Complaint database review found no similar complaints for this lot number. Evaluation method: device history record was reviewed. Complaint data base was reviewed. Conclusions: a follow-up report will be submitted when the device evaluation has been completed.